Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high impedance of greater than 4000 ohms. In addition, the rv lead exhibited non-capture and would not pace accordingly. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted that there were no anomalies observed regarding the returned lead. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.